Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/05/2014 with the following findings: visual inspection revealed that there was corrosion in the battery compartment. The pump was not able power on. A leak test was performed and no leaks were found. The pump case was removed and no evidence of moisture damage was found inside the pump. The call service alarm issue was not able to be adequately investigated due to the pump not being able to power on.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the pump emitted an occlusion alarm when performing the rewind/load steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.